Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted an iodine stain on the outside of the device. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a brown spot was discovered on the outside of a connection shield clamshell. This was observed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Lot number 16b08h12. Should additional relevant information become available, a supplemental report will be submitted.